Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in the patient. Device issue: guide wire separation. It was reported that the guide wire was successful in the lcx; however, it could not access the chronic total occluded (cto) lesion successfully. The guide wire was difficult to draw back, due to the tortuous target lesion. When the guide wire was removed, it was found that the radiopaque tip coils had stayed in the vessel. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated 24.5 cm distal to the proximal end of the polymer. The material was stretched and jagged at the separation. There was a kink in the core 1.2 cm proximal to the separation. There was no other damage noted to the guide wire. The catheter used during the procedure was not returned. A snap gauge was used to measure the outer diameters of the guide wire. The outer diameter met manufacturing criteria. The returned guide wire was back loaded through a new catheter. The guide wire advanced through without resistance. The distal end of the guide wire was dipped into congo red dye to confirm that there was hydrophilic coating present on the guide wire. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering determined that sem analysis of the returned wire showed that the failure could be attributed to initiation by fatigue failure. Historical information suggests that the most common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Repeated or forceful attempts to cross the lesion or aggressive manuvering through tortuous lesion could fatigue the guide wire core. The bend cycling from the beating heart accelerates guide wire fatigue. The sem analysis showed that the core eventually failed due to an overload. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. If the guide wire core was already fatigued, and the tip became stuck in the lesion or anatomy, efforts to free the guide wire could cause the core to fail due to overload. The eventual separation at the point could stretch and tear the polymer. The issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire. The lot history record was reviewed, and there are no non-conformances associated with this lot number and part number. This MDR is considered closed by the product performance group.